Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 7/2/2018 returned test strips produce high readings. Final root cause: most likely underlying root cause of high readings are due to improper storage: strips left outside of vial for an extended period of time. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose results. Mother is calling on behalf of the customer. The customer is concerned with result obtained of 329mg/dl. The expected fasting blood glucose test result range is 120 to 138mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification near the window. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer is a child in summer camp and strips were compromised customer states strips were stored on a table by the window and stored in direct sunlight and high heat.